Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received from the consumer stated that her device was removed in (B)(6)-2015.

Event description:
Additional information was received indicating that the patient wanted to have the device removed. The battery in her back got infected. The patient was having a lot of problems with the battery pouch. The patient had problems in the left groin area and went to urgent care and had a femoral hernia surgery. The patient did not know if the pain started from the battery to the groin or from the groin to the battery and it radiated back. The incision area had gotten infected. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that a patient charged her implantable neurostimulator (ins) for what seemed like two hours on (B)(6) 2014, and when she was charging more than half of the boxes were full. She tried to synch with the ins using the patient programmer, and the programmer said to charge the ins. The patient started seeing this message about a week prior. She wasn't able to get her stimulation to turn on and was on her way to the emergency room because she wasn't feeling well. The patient later reported receiving assistance from her doctor or manufacturer representative and her concerns were resolved. In (B)(6) 2014, an infection was found in the left hip area at the ins site. There was a suture left, a doctor pulled out the suture, and infection began to drain out of the removed suture site. In (B)(6) 2015, the patient was in extreme pain in the groin area. The pain was radiating from the infected ins site to the groin and she thought the groin pain was due to the infection. The patient didn't seek medical attention because she thought the pain would go away as the infection went away. She went to the emergency room at the hospital when she couldn't stand the pain any more. The patient was told she had a femoral hernia and she had to have emergency surgery for femoral hernia repair. The patient had just moved and thought the femoral hernia pain that was radiating form the ins site to the groin was due to her moving large objects during the move. It was determined that the femoral hernia was not related to the ins. In (B)(6) 2015, the ins was completely depleted and the patient was unable to charge the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.